Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (6000ug/ml at 4187/day), clonidine (1000ug/ml at 697/day), and bupivacaine (20mg/ml at 13.9/day) via an implanted pump. The indication for pump use was post laminectomy pain and non-malignant pain. On (B)(6) 2016, it was reported that a pump motor stall was seen on pump interrogation. The motor stall occurred on (B)(6) 2016 and recovered on (B)(6) 2016. The patient had not recently had an MRI (magnetic resonance imaging) and there was no emi (electromagnetic interference) exposure. The motor stall occurred while the patient was at home. The patient heard the pump alarm. The patient had increased pain, increased anxiety, and increased crps (chronic regional pain syndrome) symptoms. The symptoms came on suddenly. They would continue to monitor the patient going forward as the motor stall had already recovered. They had a dye study planned for the patient in 4 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.